Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to oversensing of noise. The lead integrity alert (lia) had triggered due to noise and elevated sensing integrity counter (sic). It was also reported the lead had fractured and had little pacing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.